Manufacturer narrative:
(B)(4)

Event description:
It was reported (B)(6) 2010 that there was a pump alarm which was not confirmed by telemetry. Patient had been dismissed by his doctor and had a new refill. On (B)(6) 2010, it was reported that patient had been dismissed due to miscommunication. He reported having morphine in his pump and was scheduled for a refill (B)(6) 2010. He reported feeling severely cold and had increased blood pressure. On (B)(6) 2010 the patient reported a missed refill. They were hospitalized two days the weekend of august 14-15, 2010 due to withdrawal. Patient was "sick" but not in withdrawal. Patient reported during withdrawal they were laying on floor kicking and twitching for 24 hours. Patient was at home. Additional information has been requested, but was not available as of the date of this report.